Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a red heart alarm and the hospital's perfusionist entered the pt's room and found the pt lying on the bathroom floor. Upon inspection, the perfusionist found that the power module pt cable was separated from the power module about 2-3 mm the perfusionist pushed the cable back into the power module, the alarm subsided and the pump started up again. The pt regained consciousness and remains stable.

Manufacturer narrative:
The manufacturer is attempting to acquire the power module pt cable for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.